Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus)-guided drainage procedure performed on (B)(6) 2024. During the procedure, the stent was deployed; however, the distal flange was unable to open fully. The physician was comfortable leaving the stent implanted and the procedure was completed. There were no patient complications reported as a result of this event.